Manufacturer narrative:
A complete lead, without a stylet was returned in one piece for analysis. The reported event of stylet withdrawal difficulty was confirmed. Visual and x-ray examination of the lead did not find any anomalies except for procedural damage. The lead insulation was found to be punctured with the inner coil kinked and stretched at the s-curve region. The cause of stylet withdrawal difficulty was due to the inner coil being damaged at the s-curve region. A stylet could be fully inserted into the entire lead and removed without any difficulty. The s-curve hump height was measured within specification.

Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was noted that the left ventricular (lv) lead exhibited difficulty to remove and advance the stylet from the lead. The lv lead was not used and replaced. The patient was in stable condition.